Event description:
It was reported that the nurse stayed they have been cooling for a couple of days. Patient went to MRI earlier and since returning they keep getting alert 50 patient temperature erratic. Swapped out foley for rectal probe but device kept alerting about erratic temperature. Plugged into bedside monitor and patient temperature (pt) was consistent with no jumps unlike on arctic sun device. Advised swapping out temperature in cable.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed temperature cable. Swapped out foley for rectal probe but device kept alerting about erratic temperature. Plugged into bedside monitor and patient temperature (pt) was consistent with no jumps unlike on arctic sun device. Advised swapping out temperature in cable. Per follow up on (B)(6) 2025 nurse confirmed the cable was replaced. A technician had come to the floor and exchanged the cable of another device. Therapy completed without further issue. The cable had been disposed of. No further information available. A DHR review is not required as the serial number is unknown. The serial number for this investigation is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stayed they have been cooling for a couple of days. Patient went to MRI earlier and since returning they keep getting alert 50 patient temperature erratic. Swapped out foley for rectal probe but device kept alerting about erratic temperature. Plugged into bedside monitor and patient temperature (pt) was consistent with no jumps unlike on arctic sun device. Advised to swap out temperature in cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.